Event description:
Device deployed without issue. At completion of procedure there was difficulty with retracting device back into the sheath, and withdrawing the device from the cervix. Upon removal of sheath, it was noted to be wrinkled, and the device not fully retracted.